Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Initial report from study: clinical adverse event received for liner failure - wear and metallosis, alval, kippel trenaunay syndrome. Event is serious and is considered severe. Event is definitely related to device and not related to procedure. Date of implant: (B)(6) 2009, date of event: (B)(6) 2019, date of revision: (B)(6) 2020, (right hip). Revision of metal head and liner. Additional information received with following information: revision operative notes (B)(6) 2020 indicate the patient received a right total hip revision due to right hip pain, adverse local tissue reaction, poly liner wear and osteolysis of proximal femur and acetabulum. The surgery was completed without indication of complication by the surgeon. Upon entering the joint a massive pseudotumor was encountered along with osteolysis. Corrosion was noted on the femoral stem trunnion, polywear was noted on the liner. Blood loss of 1,000ml was noted, cell saver was utilized and returned 400ml of the patients own blood back to them.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : as no other reports of any kind were identified over the previous five year period it is reasonable there was no error in the manufacturing or material of this product/lot combination that would be a contributing factor in the reported allegations. A manufacturing records evaluation (mre) was not performed.